Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be evaluated due to a different issue found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was unresponsive. The customer connected the pump to a power source to charge and subsequently, an unspecified malfunction occurred. The customer's blood glucose level was 178 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.